Event description:
Event found at preparation for use the device was changed to a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of test image being sown could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that their hd autoclavable camera head¿s test image was showing. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.